Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the surgeon used a 3x8mm ar-1530bc tenodesis screw for the treatment of a scapho-lunate lesion by a 360° technique. The first screw was inserted correctly. The second screw, despite a 3.2mm drill hole was drilled to accommodate the thickness of the graft, was difficult to insert. When surgeon attempted to remove the screwdriver, the metal tip of the screwdriver broke off, obstructing the cannulation of the screw. The surgery was finished successfully with the same device was used anyway. It was not necessary to switch the surgical technique or do a second surgery. Update (B)(6) 2021: surgeon tried to retrieve the broken piece from patient but could not remove it. It is fixed well in the patient.

Manufacturer narrative:
Complaint confirmed, the driver tip broke off. The fragment was not returned and no relevant dimensions could be measured due to the damage and missing fragment. No other abnormalities were observed. The cause of the event is undetermined, however a likely cause is prying/leveraging the device during use